Event description:
The customer reported, as part of beckman coulter marketing survey program (msp), non-reproducible, false positive troponin I (access accutni) result, within the risk stratification, for one patient, involving the access 2 immunoassay system. The customer stated the emergency room (ER) sample produced an initial result of 0.12 ng/ml. The sample was re-centrifuged and reanalyzed and recovered a lower result of 0.01 ng/ml, within the normal reference interval. The false positive result was released out of the laboratory and questioned by the physician. The patient was admitted to the cardiac catheterization laboratory and released the following day. There have been no other patient details associated with this event. The customer did not provide information indicating an increase in occurrence or an instrument malfunction.

Manufacturer narrative:
There is no indication service was requested or dispatched for this event. A clear cause of the event is unknown.